Event description:
The customer reported a serious injury event occurred without specific details. The nurse description identified two events on the same pt involving different modules. This report is for the second event. The first event is documented in 2016493-2013-00399. The details of the second event report a 'channel disconnected' message with a red light displayed on the module. The customer noted the module was still infusion however, 'none of the buttons on the module worked and the only thing I could do is press the power on button, which it was instructing me to do on the screen with a 'sys off' message. I pressed it and it turned all of my infusions on the pump off." The nurse switched the lines back to the two empty modules on the lower pump, restored the settings and the infusions resumed. The pt's blood pressure eventually stabilized. Although requested, no add'l pt or event info was provided.

Manufacturer narrative:
(B)(4). The customer did not record the device serial number and no device or device logs were returned, therefore no evaluation could be performed. The root cause of the customer's experience was not identified.